Manufacturer narrative:
(B)(4). The customer reported the ac power plug is out of the case. There was no reported pt involvement. The ac power module was replaced to resolve the issue. The ac power module was not available for eval. We will consider this a malfunction of the ac power module; the ac power plug is out of date.

Event description:
The customer reported the ac power plug is out of the case. There was no reported pt involvement.